Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused and under-infused. The patient was undergoing an unreported surgical procedure wherein the patient was intubated and sedated with propofol and fentanyl. The patient woke up and was ¿able to follow commands on the amount of sedation that had been running¿, and ¿suddenly¿ the patient¿s glascow coma scale (gcs) ¿dropped to 3.¿ the patient reportedly, ¿did not respond to pain or have a cough, gag or corneal reflex.¿ the ¿cct¿ (acronym not further specified) was notified and the medical team ordered to take the patient down for a stat head computerized tomography (CT) scan. As the team was moving the bed out for the scan, the patient reportedly ¿woke up suddenly¿ and was back to their ¿previous level of alertness.¿ the team observed the propofol bottle was empty. According to the pump, the propofol was supposed to run for the next two and a half hours and had been hung 30 minutes prior to the event onset. The staff further noted the tubing was filling with air and it was about to reach the novum pump. The team immediately reviewed the programming on the pump, and it had been programmed correctly, no history indicated a bolus had been programmed or given. During review of the event history log by the facility biomed team, they noted the ¿weight used on the pump was 119 kg vs the 79.3 kg that is the weight on the order. It looked like 119 kg was the general weight and 79.3 was adjusted and in the order.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.